Event description:
It has been reported to the co that during the procedure the manometer of this device was defective. Reportedly, "the needle became blocked at 14atm's." The device was removed and replaced. There is no report of pt injury. The device is being returned for co's analysis.

Manufacturer narrative:
Device history record reviewed.